Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The health care provider reported via phone call that the customer was hospitalized due to high blood glucose. The health care provider reported that the insulin pump received no delivery alarm. The customer's blood glucose was 600 mg/dl at the time of incident. The health care provider stated that the customer was not feeling well and felt exhausted. The health care provider stated that customer was wearing the insulin pump during hospitalization. The health care provider stated that customer changed the reservoir and infusion set but the insulin would not prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, self test and unexpected restart error tests. All operating currents were within specification. The off no power alarm functioned properly. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The pump had minor scratches on the display window, a scratched case and a scratched keypad overlay.